Event description:
Patient reported obtaining a result of 160 mg/dl, while using the suspect device. Patient stated that she administered less than 0.5u of lispro insulin, based on this result. Patient indicated that, approximately 3 hours later, a relative found her before she "almost passed out." Patient's relative treated her with 2 cans of cola and peanut butter crackers. Patient stated that, one hour later, her blood glucose measured 88 mg/dl. No additional treatment was received. Patient's current condition: good. Pt indicated that she believes the initial result of 160 mg/dl was inaccurately high. Quality control testing was reportedly performed on the device and the results fell within the acceptable range. Technical support requested the return of the suspect product, and replacement product was shipped.